Manufacturer narrative:
(B)(4). Parts will not be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm proximal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction internal fixation (orif) for a proximal tibia fracture was performed around (B)(6) 2015 where a proximal locking plate and an unknown number of screws were implanted. Postoperatively, it was discovered that there was a nonunion. On (B)(6)2016, revision surgery was performed on the patient where the plate and all screws were removed intact; the patient was revised with a tibia nail. There was no surgical delay and procedure was completed successfully; the patient's status was reported as stable. This report is 1 of 2 for (B)(4).